Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation which was resolved by reprogramming. The patient was put on steroid due to a severe pain at the ipg site. The patient was doing well.